Manufacturer narrative:
The pump had a broken reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the customer had a scratched lcd screen on the insulin pump. Customer stated that the reservoir compartment was also cracked and falling off the rim. Customer does not know how the damage occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was offered a courtesy case to avoid scratches on the pump. No further assistance needed

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.